Manufacturer narrative:
Suspected medical device references the main component of the system. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A patient reported that on (B)(6) 2016 gastrointestinal healthcare provider (hcp) sent them to the ER and they were admitted from (B)(6). Then a family member took the patient to another hospital where they were admitted for 2 more days. They were cleared and discharged, and then two day s prior to the report, the patient had to call 911 for gi issues. On (B)(6) 2016, while admitted to the first hospital, they had an MRI and since then, the device has not been properly working to control overactive bladder and flatulent colitis. They contacted the manufacturer on the day of the MRI and they powered off their device. The patient said after the MRI, almost immediately, they had sudden diarrhea and lost control of bowel and had overactive bladder. At the time of the report, they were still "fighting" it. They stated it goes from one extreme to another, it's like they don't have an implant at all, like before they got the implant. The patient also mentioned they are in a wheelchair, they cannot walk and have to learn to live a wheelchair. On (B)(6) 2016, the patient stated, they began getting migraines, vertigo hit,and they fell in the hospital on their left side, on their implant. They added that they fell numerous times at the hospital. When the patient turns on the device, it's so uncomfortable so they turn it off. The patient then stated that it felt like someone got a hold of the remote and was "controlling it up". It got to a point where it was too high, so they powered it off. They are concerned they might have to have surgery because of the implant. It was noted that while the patient was in the hospital they were tested positive for pancreatitis. The implantable neurostimulator (ins) was indicated for urinary dysfunction/sacral nerve stimulation/gastrointestinal/pelvic floor

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that the step taken to resolve the patient's return of symptoms and uncomfortable stimulation was that it was powered off and the symptoms went away. The return of symptoms and uncomfortable stimulation had been resolved.

Manufacturer narrative:
Corrected information: if information is provided in the future, a supplemental report will be issued.